Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set was hard to release on the quick release and the infusion set's tubing came apart when the patient was about to shower. The site and pump location was patient's right abdomen. The infusion had been in use for a day and half. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.